Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button hard to press. The customer's blood glucose value was unknown. Customer stated that insulin pump had scuff marks on screen and bottom half of reservoir port chipped off. Customer stated that insulin pump received random no delivery alarms and motor slower during priming. The insulin pump will not be returned for analysis.